Manufacturer narrative:
No devices and photos were received; therefore the condition of the component is unknown. The device history records could not be reviewed due to insufficient information. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A product history search cannot be conducted as the part and lot numbers were unavailable. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of product or further information.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised for an unknown reason.